Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted because both cylinders were broken. The device issues began in (B)(6) 2020. A new spp device was implanted. After the surgery the patient has been seen every day to evaluate is condition and ensure there is no infection.

Manufacturer narrative:
Additional information and device evaluation provided in: d10, h3, h6 and h10. Device evaluation: the spectra cylinders were visually inspected. The cylinder body of both cylinders were identified to be cut in half that was the result of sharp instrument/tool damage. Both cylinders were not functionally test due to the damage. These damages are consistent with explant damage and were considered a secondary failure. Product analysis was unable to confirm the reported events. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records.

Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted because both cylinders were broken. The device issues began in (B)(6) 2020. A new spp device was implanted. After the surgery the patient has been seen every day to evaluate is condition and ensure there is no infection.